Event description:
The customer reported that after 45 minutes of use during a cystectomy, the device jaws could not be re-opened while on tissue. The surgeon removed the device from the tissue manually. The customer stated that this resulted in a little blood loss for the pt of 100ml. Another instrument was opened to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.